Event description:
It was reported when a patient presented in the clinic for a follow-up, interrogation prompted an error message. A corruption in the egm was suspected as the cause. Segms were successfully cleared. The patient will continue to be monitored.